Manufacturer narrative:
A review of the pumps history was reviewed and multiple incomplete bolus alarms were recorded. Mother also reported cannula was kinked. No product has been returned for eval. Should new info become available a follow up MDR will be submitted.

Event description:
Received info stating pt was hospitalized due to high bg's (491 mg/dl). Pt was treated with sliding scale insulin therapy.